Manufacturer narrative:
The complaint investigation for a falsely elevated architect free t4 result included a search for similar complaints, the review of complaint text, trending data, labeling, device history records, and testing of retained reagent kit. Return testing was not completed, as returns were not available. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 63114ud00, stored at the recommended storage condition. The testing was completed indicating that the product is performing as expected. A review of tracking and trending did identify trends for list number 07k65, however, an increase in complaint activity for lot 63114ud00 was not identified. Device history record review did not identify any non-conformances or deviations for the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and found to adequately address the issue under review. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect free t4, lot number 63114ud00, was identified.

Event description:
The customer observed falsely elevated architect free t4 results for a 73-year-old female patient. The following data was provided from two samples, sample ID (B)(6), for this patient: initial result, on (B)(6)2024, was >64.35, repeat results were 24.3, >64.35, and >64.35 pmol/l, repeat results, on (B)(6)2024, were 15.5 and 17.01 pmol/l. The sample was repeated on another analyzer, serial number (B)(6), and the results were >64.35, >64.35, and >64.35 pmol/l, repeat results, on (B)(6)2024, were 19.65, 14.15 and 14.94 pmol/l. The patient had an edta plasma sample that was tested, and the result was 13.81, repeat, on the other analyzer, serial number (B)(6), was 13.83 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect free t4 results for a 73-year-old female patient. The following data was provided from two samples, sample (B)(6), for this patient:initial result, on (B)(6) 2024, was >64.35, repeat results were 24.3, >64.35, and >64.35 pmol/l, repeat results, on (B)(6) 2024, were 15.5 and 17.01 pmol/l. The sample was repeated on another analyzer, serial number (B)(6), and the results were >64.35, >64.35, and >64.35 pmol/l, repeat results, on (B)(6) 2024, were 19.65, 14.15 and 14.94 pmol/l. The patient had an edta plasma sample that was tested, and the result was 13.81, repeat, on the other analyzer, serial number (B)(6), was 13.83 pmol/l. There was no impact to patient management reported.